Event description:
A customer contacted stryker to report that their device would not provide shock when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h10 and/or h11, additional mfg narrative of the initial medwatch report indicates stryker evaluated the customer's device and verified the reported issue. After replacing the therapy cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Section h10 and/or h11, additional mfg narrative of the initial medwatch report should indicate a third party field service representative evaluated the customer's device and verified the reported issue. After replacing the therapy cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the therapy cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not provide shock when attempted. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.